Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a litholoplaxy procedure on (B)(6) 2013. According to the complainant, during the procedure, the fiber degraded. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. The event, as reported, does not constitute a reportable malfunction; however, the returned device revealed a reportable malfunction.

Manufacturer narrative:
(B)(4). Visual examination reveals that the exposed glass tip measures 0.8 mm and appears used. The pattern on the tip face is consistent with a fracture indicating that the tip or portion of the tip detached.